Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown. Since the product is manufactured at multiple locations, it is unknown which manufacturing site was involved. A manufacturing site was randomly selected. The trend related investigation from both sites is in progress. Upon completion of the investigations, a follow-up medwatch will be filed. (B)(4).

Event description:
It was reported by the patient that she was diagnosed with a corneal ulcer in the left eye due to her wearing her lenses too long and was treated by her eye care professional. The issue has resolved and she has resumed lens wear. Additional information has been requested but not yet received.